Manufacturer narrative:
Additional information was provided in a.1., a.2., a.3.,d.10.,e.4. And h.11. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.10. An opened partially disassembled lens case was returned loose in the carton. No lens was returned for evaluation. It is possible the lens was lost during shipment. There is no damage observed to the lens case or the locking arm mechanism. The lens case functions as intended. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause could not be determined for the reported complaint. The lens case was returned partially disassembled. No lens was returned for evaluation. It is possible the lens was lost during shipment. There is no damage observed to the lens case or the locking arm mechanism. The lens case functions as intended. The instructions for use (IFU) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the intra ocular lens (iol) to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. File will be reopened and updated if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, the lens had a small tear on edge and haptic was not sitting right. Hence the lens was removed and replace with another one during the same procedure. There was no harm to the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).